Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Reports no chronic illnesses. Concurrent conditions included low back pain, headache, feeling abnormal, urination difficulty, ear pain, vaginal discharge abnormality, right upper quadrant pain, pyelonephritis, fever and upper respiratory infection. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain") and pruritus ("itchy skin"). The patient was treated with surgery (on (B)(6) 2015, she underwent a pelvic surgery to try and alleviate the symptoms) and surgery (on (B)(6) 2015, she underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, dyspareunia, migraine, alopecia, weight increased and pruritus outcome was unknown. The reporter considered alopecia, dyspareunia, genital haemorrhage, migraine, pelvic inflammatory disease, pelvic pain, pruritus and weight increased to be related to essure (ess205). The reporter commented: essure (or any part of the device) removed? Yes if you have not had your essure removed, are you currently planning for essure removal? Yes most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received, new reporter, concomitant condition and new events pelvic inflammatory disease were added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain") and pruritus ("itchy skin"). The patient was treated with surgery (on (B)(6) 2015, she underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, alopecia, weight increased and pruritus outcome was unknown. The reporter considered alopecia, dyspareunia, genital haemorrhage, migraine, pelvic pain, pruritus and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.